Event description:
The alarm for either "low" or "empty" pump reservoir was not heard. The pump was "running completely empty" and was no longer alarming. The pt experienced severe baclofen withdrawal. The pt's mother was not aware the pt's symptoms were related to baclofen withdrawal since the symptoms "mirrored a virus." On (B) (6) 2010, the pt was hospitalized in the ICU (intensive care unit) with a diagnosis of renal failure and other problem(s) (not specified). A pump alarm was intentionally "set off" and was "just barely" heard. Further info could not be requested as pt or device info was not reported/could not be obtained.

Manufacturer narrative:
(B) (4).